Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported by medwatch report: the endoscopic linear cutter was fired once with the original load. When the stapler portion was removed to put in the reload, the metal backing remained in the stapler. The backing was removed and a new reload was added. This did not fire and a new stapler was given. The original stapler was removed from the field. No injury to the pt. A new device was used without problems. Original procedure was radical cystoprostatectomy.